Manufacturer narrative:
The product involved in the report is not available for evaluation. Upon completion of the investigation, a follow-up report will be filed. All information reasonably known as of 07apr2023 has been included in this medical device report. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury. Device not returned.

Event description:
Avid medical received a complaint on 03/10/23 originated by 1047429-2023-00002 stating that scalpels in our procurement packs are breaking in the middle of the scalpel due to brittle handles. No injury was reported to either patient or health care personnel. This kit is used for tissue procurement from a deceased donor. Avid medical is the manufacturer of a custom procedure tray - ref llof1500-15 cleaning & cutting tray that includes the following component: scalpel #21 disposable, vendor ref 6000cst-21 supplied by myco medical supplies inc.

Manufacturer narrative:
A definitive root cause could not be established as the defect device was not returned by the customer for evaluation. The scalpel manufacturer niraj industries pvt. Ltd was made aware of this issue. The complaint component 5311876 scalpel was a substitution for the regular scalpel included in the customer convenience kit. Avid medical performed an inspection which found that the this substitute scalpel was bendable near the middle where the customer experienced breaking and the blade is slightly more narrow than the one the customer was accustomed to. This component will no longer be provided as a substitution for the customer's preferred scalpel component within this convenience kit. Should additional information be obtained, a follow-up health authority report will be provided. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that o&m halyard, inc. Product is defective or caused serious injury.